Manufacturer narrative:
Section h11: corrections made in the following section(s): (g4) initial awareness date in initial submission should have been 6-mar-2019. (Section f) please disregard f6 and f8. These were entered in error.

Manufacturer narrative:
Section h10: (h1): the reason for the revision reported in the experience could not be determined, but was likely the result of either wear, loosening, infection, fracture, or instability. However, this cannot be confirmed because the explants were not available for evaluation and no further information was provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported. The surgeon opened the joint in standard fashion. The surgeon then took a bone tamp and knocked the unipolar head off of the stem. The surgeon then implanted a biomet cup and liner. After the surgeon did that, the surgeon trialed with our 11/13 taper heads. The surgeon decided to implant a 36 +5 head which gave the patient great stability. The surgeon then closed the joint in standard fashion. The patient left the operating room in stable condition.

Manufacturer narrative:
Correction: the aware date reported in supplemental report 1038671-2019-00228 follow up 2 is incorrect. The correct aware date is (B)(4) 2019.